Event description:
Spontaneous. Patient stating both pumps are showing no disposable found with the current cassette with both pumps. Patient used last premixed cassette today and pump was working fine. Followed up with patient again on (B)(6) 2021 and she stated that she figured out why she had pump issue last night ((B)(6) 2021). The tubing on the top the cassette had a lot of slack in it so that pump didn't recognize that cassette was attached to it. No other info known. Pump serial numbers, cassette lot number and both expiration dates are unknown. Did the reported product occur while in use with a pt? Yes; did the product issue cause or contribute a pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace the device? No; issue resolved. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.